Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported slda , migration and expulsion could not be determined. Mitral regurgitation, embolism, thrombosis, mitral stenosis, cerebrovascular accident, myocardial infarction (mi), renal failure, cardiac tamponade, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: date estimated.

Event description:
This is filed for serious injuries. This event was captured based on literature review of the article: "complications following percutaneous mitral valve repair", which identified mitraclip devices that may be related to major adverse events and device malfunction including: single leaflet device attachment, complete clip detachment and embolization, stroke, myocardial infarction, cardiac resuscitation, mitral stenosis, thrombus formation on clip, mitral regurgitation, pericardial tamponade, acute renal failure, and conversion to open heart surgery. Specific patient information is documented as unknown. No additional information was provided. Details are listed in the attached article.